Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section d10, to correct section h3, and to provide the completed investigation results. In the initial report it was report that the sample was returned however there was only one sample returned. Please see related report MDR 11188802020-00170 which was the first device used on the same patient. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the ik device valve appeared to be leaking, in addition there were air bubbles noticed inside the port when a syringe was used to pull blood back for a act purposes. This 9 french sheath was used for a electrophysiology (ep) procedures, in addition three additional sheaths of various sizes such as a 8fr were used. The patient was in stable condition and the procedure was satisfactory. The blood loss was less than 250cc's. An i.c.e. Ep catheter was placed in the 9 french sheath. There was no patient injury, medical/surgical intervention required.